Event description:
It was reported that a physician successfully attempted arteriotomy closure of the cfa using a starclose device after an unk procedure the first week of (B)(6) 2007. One month later, the pt experienced leg pain. An angiogram revealed a 70% occlusion in the right leg. A diagnostic procedure was performed on (B)(6) 2007 and the pt was referred to vascular surgery. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. (B)(4).